Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. H3 other text : device not returned.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the hose of the dermatome will not connect to the handpiece. The new hose was tested on an older air dermatome handpiece, and was able to connect correctly. This event did not occur during a surgery. No adverse events were reported as a result of this malfunction.